Event description:
It was reported that during a treatment procedure, the accustick device broke. The risk manager at the site, stated that they were performing the procedure and the device broke apart in the patient. The procedure was not completed and the piece that broke off in the patient was retrieved at a later date. No further information was available.

Event description:
It was further reported that the physician was performing abscess drainage in the pelvis. After the device broke a new wire was opened and the procedure completed. The physician performed a cut down to remove the broken piece. There were no further complications reported..

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, device available for eval, returned to MFR. On, device evaluated by MFR. Eval summary attached; device returned to MFR. Method, results and conclusion updated. Device evaluated by manufacturer: received one broken piece of accustick with residue. The broken piece appeared to be the distal end of accustick outer sheath. The inner sheath and stiffening cannula were not returned by the customer. The broken piece was severely buckled and torn/ripped. Another piece of metallic wire which appears to be a nitinol guidewire measuring approximately 0.018" was found severely entwined / wrapped inside the broken accustick piece. The broken wire could not be separated from the accustick piece. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).